Manufacturer narrative:
(B)(4)this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device (stem) associated to the complaint was not returned for analysis.the DHR analysis performed for the affected batch 5218571 did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other similar complaint was reported in association with the affected batch number 5218571. No further analysis was possible because the product was not returned.based on the information received and the investigation performed, the root cause of the incident could not be determined.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The above components were removed during revision hip surgery. The surgeon thought that the hip stem was undersized to the patient's anatomy. It was loose and was removed via hand.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).